Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed the wbc (white blood cell) bath overflowing due to valve lv14 not firing; the valve was replaced, resolving the leak and the flags recovered on sample results. Additionally, the fse found that tubing from the rbc (red blood cell) bath to the count valve had a cut near the connection to the bath, causing bubbles in the line and start up failures. The fse replaced the tubing and the rbc bath resolving the event. The startups passed verification. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak of approximately 2 cups of clear fluid from a coulter act diff analyzer. There were multiple parameters failing on startup in addition to patient results. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.